Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood tissue. After cleaning and applying torque to the connector pin, the helix could be fully extended and retracted. The measured full helix extension length measured within specification. The reported event of insulation abrasion was not confirmed. Visual inspection found procedural damage to the optim sheath at proximal region with silicone insulation intact. No anomalies found on the lead except for procedural damage.

Event description:
It was reported that the right ventricular (rv) lead was dislodged due to patient ambulation. During the revision procedure, externalization of the insulation was noted. It could not be confirmed whether the damage occurred during or prior to the procedure. Further information was requested but not received. The lead was explanted and replaced to resolve the event. The patient was stable with no consequences.